Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 465 mg/dl. It was also reported that the controller received a memory corruption issue. The patient was treated with IV (intravenous) fluids including magnesium. It was unknown when the patient was released from the hospital but it was stated that after the ER (emergency room) the went to the health care providers office.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.